Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported magnetic resonance imaging (MRI) was being done due to back pain. It was unknown if the procedure was due to a problem with the device or therapy. No further complications were reported. Additional information was received from a company representative. The patient will undergo 2 mr scans on (B)(6) 2018. The first MRI was done and the patient was going to go for the second MRI. It was confirmed via the event logs that a motor stall occurred at 0734 on (B)(6) 2018 due to the first MRI with no recovery. It had been 45 minutes post MRI. The pump was interrogated once post MRI. It was planned to interrogate the pump again after the second MRI to confirm the motor stall recovery. The next pump refill was (B)(6) 2018. The pump was delivering hydromorphone 40mg/ml;13.688mg/day. Additional information was received from a company representative. It was unknown why the patient was getting an MRI. The motor stall did recover.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider. The MRI technician stated there was a problem in the past with the "pump restarting/delayed restart due to MRI" and the patient was going to have another MRI. He said he heard this information second hand so he didn't have exact details but thought the stall was less than two hours. There was a representative that met with the patient after the previous MRI to confirm the stall recovery. The patient had two MRI's, one on (B)(6) 2018 and one on (B)(6) 2018. Both were spine mr studies. The caller was requesting a representative to be present after the MRI to confirm the pump status. No complications were present at the time of the call. No patient symptoms were reported. No further complications were noted.